Event description:
It was reported that the pump exhibited multiple depleted battery alarms. Troubleshooting was performed and the pump continued to alarm. Rate was 2.3 ml, res vol at 77.7 ml, and 25.4 ml was given. No patient injury was reported.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the motor pulling too much energy, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(6).